Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter would not power on. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided in the initial customer service telephone call. On (B)(6) 2010, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. During this time period, the patient continued to take his usual doses of diabetes medications, amaryl (glimepiride) and an unspecified insulin. On (B)(6) 2010, the patient experienced the symptoms of nausea, dizziness and "hypoglycemia". The patient did not seek any medical attention or treatment. It would have been helpful to determine the patient's specific symptoms of hypoglycemia, his diabetes medication regimen, if he had a backup meter, and his expected blood glucose readings. Troubleshooting revealed that there had been misuse of the product, which may have caused the power issue. The meter was replaced. There had been misuse of the reported meter, which may have contributed to the power issue. The patient allegedly suffered symptoms of hypoglycemia after he was unable to test his blood glucose levels due to the reported meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout¿ later in the 'procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the blade was broken off during use. The operation was open surgery and no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.